Event description:
The customer reported that the ventilator was alarming during use due to a high blower temperature. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the blower to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.